Event description:
It was reported that doctor changed tibial insert and patella due to instability. Patella was free floating and had sheared from pegs.

Event description:
It was reported that doctor changed tibial insert and patella due to instability. Patella was free floating and had sheared from pegs.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection of the returned device shows signs of wear on the articulating surface and the distal surface. This wear is likely associated to normal use of the product. Damage was noted on the device locking mechanism. It is believed this damage occurred during explantation. The event was confirmed. The observed wear on the return device may have contributed to the reported event of instability. However, the exact cause of the event could not be determined as no medical records were provided for review. With the information provided at the time of this investigation, it is believed that the device conformed to all specifications at the time of manufacture